Manufacturer narrative:
Event date: a couple weeks prior to the report. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that the tip of the catheter was broken and embedded in the coil pack. A renegade stc 18 microcatheter was selected for use for a uterine bleed procedure. They started with protocols and then they went to embolize with a pushable coil, but were not able to exchange the catheter in between the protocols and the coil. An unspecified coil was inserted in the microcatheter. Upon pushing the coil, the radiopaque tip of the stc severed off and embedded in the coil pack. The patient encountered serious injury.